Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was reportedly elevated. Multiple supply changes were performed to address the occlusion alarms. Upon follow up, the customer provided conflicting information by indicating that occlusion alarms did not occur. No additional clarification was provided.